Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient was scheduled for a replacement of the ins on (B)(6) 2016. They went in, tested that lead, and saw all contact pairs were greater than 10,000 ohms except the pairs associated with electrode 5 and 8. The physician couldn¿t explant the paddle lead on (B)(6) 2016 so it would have to be addressed at a later date. Additional information was received from the patient via the rep. It was reported that the patient experienced inadequate coverage related to the high impedance. The rep was seeing the patient again on (B)(6) 2016 and was able to achieve coverage bilaterally using contacts 5 and 11 but much less on the right. The cause of the high impedance was not determined. See MFR report #3004209178-2016-14540 for the report of the ins replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.